Event description:
While attempting to reprogram the implantable neurostimulator after overdischarge, an issue with lead placement was identified. Radiographic imaging confirmed that one lead was implanted or had migrated anteriorly. The other lead was positioned laterally against the gutter of the epidural space. Reprogramming was unsuccessful due to lead placement. The pt was considering revisions surgery. No specific pt symptoms were reported. Additional info has been requested. A f/u report will be submitted if additional info becomes available.